Event description:
It was reported that the backup system controller was opened to replace emergency backup battery. While removing the screws one broke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the screw head breaking off from on of the screws on the backup battery cover was confirmed during evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected revealed one of the screws used to secure the backup battery cover had broken off. Despite the observed damage, the remaining screws were able to secure the backup battery cover to the controller. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms. Although root cause was not determined through this investigation, a manufacturing analysis task has been opened to further investigate the issue of the screw head breaking off from the screw. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.